Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the following: subsequent to surgery, patient developed daily pain and grinding in her hip. Patient was found to have elevated metal levels and an MRI revealed a fluid buildup in her hip. Revision surgery was performed (B)(6) 2010. Patient continues to have a leg length discrepancy and persistent pain one year later. Update: 2/6/2017 ((B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, current plaintiff fact sheet alleges injury, but provides no details. A followup note prior to revision indicated patient has "persistent pain with demonstration of elevated metal ions within the blood as well as evidence of fluid collection around the hip." Revision operative note identified "some cloudy fluid, consistent with metal on metal articulation" upon opening the pseudocapsule. Both femoral and acetabular components were rigidly integrated/fixed, no loosening. No information within the medical record to address the previously alleged leg length discrepancy. Metal ion labs available indicate chromium significantly elevated > 7.0 ppb. Stem and elevated metal ions harm added to complaint. Dor corrected. Updated prod/lot. The complaint was updated on: 2/27/2017.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Litigation papers allege the following: subsequent to surgery, patient developed daily pain and grinding in her hip. Patient was found to have elevated metal levels and an MRI revealed a fluid buildup in her hip. Revision surgery was performed (B)(6) 2010. Patient continues to have a leg length discrepancy and persistent pain one year later. Update: 2/6/2017 (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, current plaintiff fact sheet alleges injury, but provides no details. A followup note prior to revision indicated patient has "persistent pain with demonstration of elevated metal ions within the blood as well as evidence of fluid collection around the hip". Revision operative note identified "some cloudy fluid, consistent with metal on metal articulation" upon opening the pseudocapsule. Both femoral and acetabular components were rigidly integrated/fixed, no loosening. No information within the medical record to address the previously alleged leg length discrepancy. Metal ion labs available indicate chromium significantly elevated > 7.0 ppb. Stem and elevated metal ions harm added to complaint. Dor corrected. Updated prod/lot. The complaint was updated on: 2/27/2017.

Manufacturer narrative:
Additional narrative:  product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.